Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that he had a hypoglycemic event and passed out for 5 hours and landed in chlorine. He did not have any hypoglycemic symptoms. He stated at 7pm, he went to use the restroom and the next thing he remembers, it was midnight. He stated that he woke up holding an empty bottle of "clorox clean up". The patient stated that when he woke up, he washed off the chlorine, drank 20oz of soda and went to bed. He did not test his blood glucose. He stated he went to the hospital the next morning due to "hurting" from the chlorine. He was diagnosed with second degree burns. He was given pain medication and medication to put on his burned skin. The patient stated he normally tests his blood glucose at 6pm and 8pm, but "he had to have been out of it at that time" because he did not test his blood glucose at 6pm. Upon follow up, the patient stated his blood glucose has been "fantastic" for the last 3 days. He stated he has a nurse who fills his insulin cartridges for him (he is visually impaired) and he believes there is an issue with filling the cartridges that is causing his blood glucose issues. No product will be returned for evaluation.